Event description:
It was reported that during a "laser prostatectomy", the physician had issues with vaporization (decrease in tissue vaporization efficiency) while using four surgical fibers. Reportedly, there was "no injury to the patient or staff". This report is for the fourth fiber.

Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. The identified issues may activate the fiberlife function which will modulate the power showing a pulsing beam or system would be placed into standby mode. This may also cause forward-firing. The probable root cause that contributed to the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure. Reference: MFR reports number: 2937094-2013-00054, 2937094-2013-00055 and 2937094-2013-00056.